Event description:
The device was returned for analysis.

Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 or pump error 4 alarms noted during testing however, pump error 63 alarm (variable 12) and pump error 4 alarm are confirmed in the downloaded history file due to a hardware error. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failures or the motor arm cannot communicate with the main arm alarms noted during testing however, hardware low level failures and the motor arm cannot communicate with the main arm alarm are confirmed in the downloaded history file due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and the motor arm was unable to communicate with the main arm. Troubleshooting was performed. The alarms recurred and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.